Manufacturer narrative:
Evaluation summary: the iab was received intact for evaluation with the membrane noted to be completely unfolded. No sheath was noted to be present on the catheter tubing. The catheter tubing o.d. Was measured and found to be within datascope's manufacturing specifications. In addition, the original sheath used during the balloon insertion was not returned for evaluation with the balloon. It was not possible to insert the returned iab through a laboratory 10 french, 11 inch sheath due to the condition of the returned iab membrane. Probable cause of difficulty: based on the examination of the returned product, it was not possible to verify the encountered difficulty in the lab due to the condition of the returned iab membrane. Having the opportunity to examine the folded membrane may have provided some additional information into the encountered problem. Since it was reported that another iab was inserted into the unreturned sheath without a problem, it is safe to assume that this sheath was fine. In general, difficulty advancing the iab into the sheath may be attributed to one or more of the following: the user may have not drawn a sufficient vacuum on the balloon during its removal from the blister tray. If drawn, a vacuum may have not been maintained throughout the insertion procedure. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. The patient may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into the sheath. During iab insertion, the balloon tip may have hit the opposing wall of the artery as it exited the end of the sheath.

Event description:
(Cc# 97-01506) the dr was unable to insert the balloon in the sheath. Even after the sheath was manipulated, the balloon would not pass through the sheath. A second iab was inserted into the same sheath without any problem. There was no reported pt injury or complication as a result of the event. On 1/15/1998 it was reported that it was impossible to insert the balloon through the sheath. Another iab was inserted without any complications with the same sheath. [Event complications]: none from the event - reported 12/15/1997. [Pt's current status]: okay - rpt'd 12/15/1997.